Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported suction loss at 76% of laser treatment on the left eye. Additional information requested.

Manufacturer narrative:
Additional information provided. Failure analysis shows: reported issue can not be reproduced during testing and no contributing factors can be identified. No deviation during detection and focus control and no deviation of docking can be detected. No technical root cause was identified as the product was found to be within specifications. Most possible root cause could be user handling. The manufacturer internal reference number is: (B)(4).